Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Also, it was noted that the device power consumption increased. Boston scientific technical services (ts) reviewed and explained that right ventricular (rv) was at four volts at one millisecond which likely caused the increase in power consumption. To date, no intervention was done and device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Moreover, it was noted that the device power consumption increased. Boston scientific technical services (ts) reviewed and explained that right ventricular (rv) was at four volts at one millisecond which likely caused the increase in power consumption. To date, no intervention was done, and device remains in service. No adverse patient effects reported. Additional information was obtained indicating that this device was surgically explanted. No additional adverse patient effects were reported.